Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and the foreign material was considered to have been simethicone: however, the material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained. Based upon obtained information, the cause of the remaining foreign material was presumed to have been due to reprocessing that deviated from the instructions for use (IFU). The suggested event is detectable preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: distal end adhesive was lifting; the switch had a hole in the button; upwards angle was not to specification; down angle was not to specification, upwards/downwards angle play, had evident play; and left/right angle play, had play evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, proximal end stiffness to the control. The event was found during maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found white contamination in air and water channels. This report is being submitted to capture the reportable malfunction found during evaluation.